Manufacturer narrative:
Product analysis, product ID# 37612 the returned ins passed all testing in the laboratory. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the ins not being as effective as the previous device is unknown. The patient's ins was replaced. The patient now feels better with the new ins, but they are still not satisfied. The patient's ins was checked before being replaced and there were no problems seen. Impedance measurements were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a new device, and the effects were not as good as the former ins. There were no external or environmental issues that led to the event. An impedance measurement and x-ray were performed to address the issue. Surgical intervention has been planned for (B)(6)2018 to resolve the issue. No further complications were reported or anticipated. On (B)(6) 2018 email (B)(6) 2018 07:40 (hcp, rep, for) additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient was seen several times in the hospital for reprogramming, but they couldn't reach similar therapeutic effects as before. The ins will be replaced. Impedance measurements of the system were normal.